Event description:
Same case as medwatch 500510000-2018-8097. It was reported that the device failed to activate. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left femoral artery. During the procedure the device was not able to aspirate, rotate, or inject fluid. It was not functioning at all. Another of the same device was then used to complete the procedure. No patient complications were reported. However device analysis revealed that the device's aspiration was functional and out of specification. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and no damage was observed. Functional testing was completed by connecting the device to the jetstream console. All aspects of the rotational functionality of the device performed as designed. Aspiration testing of the device was completed. Test results showed that this device did not perform as designed withdrawing 8ml of fluid in a 1minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.